Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a drain. The patient stated, he disconnected from the hc to take care of his son. The patient had reconnected and the hc alarmed with the system error. Gts explained the error indicated a large amount of air had entered into the disposable set, and had the patient close all the clamps to cycle power to clear the error. Gts then advised the patient to discard the supplies and complete therapy manually. Product surveillance contacted the patient?s dialysis nurse who explained the patient did not experience any adverse events since the error and that it would be discussed when the patient came into the clinic. No injury or medical intervention was reported.